Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4) we received one used pencan 25gx4" (103mm) m. Fk-EU/ap/sa without packaging and 16 samples in original packaging. The received samples were taken to a visual examination. The used sample is broken off approximately 50 mm away from the cannula hub and bend approximately 57 mm away from the cannula hub. The structure of the breaks of the raw cannula shows that the cannula was bent before the break. At the original packed samples no damages or other deviations were detected. In addition 10 raw cannulas of the received samples were taken to a stiffness test (according to din en iso 9626 respectively test method 114007). Nominal: max 0.50 mm / 7.0 n actual: 0.396 mm to 0.478mm/ 7.0 n (see test report). With regard to the stiffness test the samples meets our requirements. With regard to the used sample we assume of a problem during the application and consider the complaint not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany: needle broken off

Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). 3 retention samples of same batch were taken to stiffness test, and no abnormality was found. The result was 0.363mm maximum, compared to the spec of 0.43mm max. At span 10.0mm and test load 7n. Justification: this complaint is not confirmed. It can be concluded that the fracture is caused by multiple bending, probably in the process of application/operation. Note: b. Braun is aware that the listed exemption has been withdrawn, however since the initial MDR report was filed under this exemption, the follow up is also being filed under the exemption.